Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : visual analysis on the returned device revealed an area of delamination with leaks at the juncture of the shell and patch. Although potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, a definitive root cause of these delaminations could not be determined. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the procedure type and revision surgery. Initially, procedure was reported as breast augmentation. However, additional information revealed that the patient underwent primary breast reconstruction. The patient underwent unilateral removal and replacement with a 800cc mentor memorygel breast implant (catalog #: 3505800bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient had undergone a revision surgery on (B)(6) 2017. The patient code surgical intervention was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a 800cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture and rupture. MRI (performed on unknown date) indicated the left-sided rupture. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.